Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 3ml veterinary syringes are deformed and the needles are clogged. This occurred on 10 occasions during use. The following information was provided by the initial reporter: it has been reported that the syringes are deformed with the clogged needle. The customer tested and observed the problem on 10 units and visually the entire box has this problem. Info add .: during telephone contact, customer informed that the syringe is bent, there are clogged needles, during the suction movement the plunger returns (when plugging the tip with the hands and pulling the plunger, it returns) and there is air bubbles during aspiration.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe barrel damaged. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel damage at another syringes. For the defect needle clogged no samples were received, thus it was not possible confirm the occurrence. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak¿ 3ml veterinary syringes are deformed and the needles are clogged. This occurred on 10 occasions during use. The following information was provided by the initial reporter: it has been reported that the syringes are deformed with the clogged needle. The customer tested and observed the problem on 10 units and visually the entire box has this problem. Info add .: during telephone contact, customer informed that the syringe is bent, there are clogged needles, during the suction movement the plunger returns (when plugging the tip with the hands and pulling the plunger, it returns) and there is air bubbles during aspiration.